Event description:
On (B)(6) 2012, the perfusionist at (B)(6) reported that the cardiohelp screen (serial number unknown) briefly disappeared. According to the perfusionist, when the screen returned, the venous probe had to be reinitialized and the flow dropped down briefly. No known effect to the patient as a result of this event. (B)(4).

Manufacturer narrative:
(B)(4). The cardiohelp serial number was not provided for this event. However, a recall (z-1149-2013) has been initiated for this event type. (B)(4).